Manufacturer narrative:
Initial and final MDR (B)(4), MDR 3003442380-2024-23670, device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient got a high blood glucose alert. The patient's blood glucose levels were 366 mg/dl at the time of the call and 387mg/dl for 6 hours. Patient stated that they think the issue was the infusion set and was changed while on the call. On (B)(6) 2024 patient stated that their bg levels were 435mg/dl for over 12 hours. Patient checked for ketones and had moderate levels but that they did not feel any health effects. Patient confirmed that the infusion set cannula was bent in half, inhibiting insulin flow. On (B)(6) 2024 patient reported that they went to the emergency room on (B)(6) 2024 at 3:00 pm and received intravenous insulin drip. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.